Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 101 alarm occurred on a homechoice (hc) machine after use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) had contacted his nurse to straighten things out but when the hc was turned back on, the same alarm occurred. The technical service representative (tsr) explained the alarm and advised the hp to press go to continue. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4): the device was returned and a sample evaluation was performed. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. The device was determined to meet functional and electrical performance specification requirements. No device failures or malfunctions were identified that could have caused or contributed to the reported iipv event. A simulated therapy was completed successfully and the returned device was determined to meet product specifications. Upon conclusion of the investigation, the cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.